Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming button error. The customer tried to remove the battery and put it back in and it is still alarming. The customer's blood glucose at the time was 283 mg/dl. The current blood glucose is 83 mg/dl. The customer treated with a manual injection. The time is not advancing on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, esc and arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.